Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was considered that the remained material adhered to surface of the lens which caused poor performance of water removal at the lens. According to component analysis of the foreign material around distal end, the detected component was mixture of silicone, stearic acid, carbonate, and inorganic compound. Those were not originated from endoscope, but component of chemical such as anti-foaming agent and disinfectant solutions, and also component of tap water. These components might have adhered to distal end which led to the foreign material. The material might have remained due to insufficient reprocessing. However, a definitive root cause of the reported issue could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): chapter 3 preparation and inspection 3.3 inspection of the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had foreign material around the tip. There were no reports of patient involvement.